Event description:
On (B)(6) 2013, the lay user/patient¿s relative contacted lifescan (lfs) alleging the patient¿s one touch ping meter would power off during use. This complaint is being classified based on the customer care advocate (cca) documentation. The reporter stated the alleged power issue began on (B)(6) 2013 at 9:00 am. It is not known what medications, if any, the patient takes to manage her diabetes. It is also not known if the patient made any changes to her usual diabetes regimen in response to the alleged issue. The reporter mentioned, at an unspecified time before the alleged issue occurred, the patient developed the ¿shakes¿. The reporter stated the patient did not receive any medical treatment. At the time of troubleshooting, the cca documented that this was not the first time the patient used the subject meter, and there was no misuse of the product. The batteries in the subject meter did not need to be replaced based on the age of the meter. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient reported having symptoms prior to the start of the alleged issue therefore the meter could not have caused the alleged injury. However, this complaint is being reported as a malfunction because the alleged issue remained unresolved at the time of troubleshooting.